Event description:
The MFR has changed a inhaler to make it cfc free and it doesn't work. Reporter has contacted co. But they only say they are reviewing and not doing anything to change device. Reporter states the device is not adequate for it's emergency use. It does not get the medicine into his lungs. Reporter now has a yeast infection in his throat. He says he has to use 3-4 shots for it to work. In addition the device is 4x more costly than the standard albuterol inhaler. Reporter is now using combivent which now works. Better but is more expensive.